Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) found wear and tear on the bending tube and the bending tube cover, and heavy damaged on the distal end cover. (B)(4) disassembled the instrument channel and sent it to omsc for our evaluation. There was no cut, firction mark and foreign object found on the instrument channel. No leak found from the instrument channel. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during a routine surveillance culturing at the user facility, the instrument channel of the subject device tested positive for an unspecified microorganism. The tests were repeated three times. There was no report of infection associated with this report.